Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung pulmonary parenchyma segmental resection and thoracoscopy, there was poor staple formation near the middle of effective length. (It was "c", not "b") in addition, the black return knob was difficult to pull back at the time of release and it was difficult to release even though the tissue was not so thick. The device was removed from the tissue by force, no tissue damage was caused, but additional tissue resection was required due to the issue. The procedure was completed with another device. No injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported condition. No enhancements or improvements were generated for the reported condition. If information is provided in the future, a supplemental report will be issued.